Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The cause of the high current could not be ascertained.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains implanted. No adverse patient effects were reported.